Manufacturer narrative:
Correction: the previous reports for this event mistakenly neglected to mention that during explantation surgery, dark red fluid was observed in the patient¿s left breast pocket that was aspirated. Patient code 2069 for seroma has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/2019, mentor completed the investigation on the suspect medical device. The investigation was performed on a photo of the device because the physical device was not returned to mentor device evaluation summary: according to the information provided, the patient experienced a breast implant rupture and capsular contracture. Upon visual inspection of the picture, it was observed that the implant was ruptured. No other anomalies were observed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed by MRI. In addition, the patient developed capsular contracture (baker grade IV) in both breasts. Bilateral capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2019. The explanted devices were discarded after explantation. This medwatch report is for the patient¿s left breast prosthesis.